Event description:
Customer reported a sample barcode misidentification occurred with one pt sample when using the coulter lh 750 hematology analyzer. There was a "no match" error message with the sample and the misidentification was identified by the operator. Erroneous test results were not reported out of the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
The customer did not have the checksum digit feature enabled on the coulter lh 750 hematology analyzer. There were no parts replaced on the analyzer by field service. Barcode labels were received and tested using the quick check 600/800 series bar code verifier. The testing determined that the submitted labels failed specs for reflectivity of media. The label symbology was codabar with no check character. Root cause was the lack of checksum digit and failure to use the checksum feature of the lh750, and barcode labels out of spec. Product labeling: beckman coulter strongly recommends the use of bar-code checksums to provide automatic checks for read accuracy. Use checksums to provide protection against occasional misread errors caused by problems such as damaged or misapplied labels. If you must use bar-codes without checksums, beckman coulter recommends that you verify each bar-code reading to assure correct pt identification. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events.